Event description:
The end user was driving the scooter when they made a very sharp left turn they fell over. The end user sustained a fractured right hip, torn rotator cuff on their left side and a torn thigh muscle in their right leg.